Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/24/2013 with the following findings: the complaint could not be duplicated on investigation. The display functioned within specification and was clear and legible. There was no evidence of moisture behind the display lens, within the battery compartment, or within the pump.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging that pump¿s display was blank and that moisture condensation was seen under the display screen. The reporter denied damage to the battery compartment or battery cap. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved.